Manufacturer narrative:
A review of the surgical guide case indicate taht it was an error during the guide's sleeving process.

Event description:
Doctor mentioned that the guide did not stop her for the pilot site and went way deeper than planned.